Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: occurrence: a complaint history check was not performed as the lot number is "unknown" for this complaint. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A DHR check was not performed as the lot number is "unknown" for this complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd¿ syringe with permanently attached safetyglide¿ needle leaked. This was discovered during use. The following information was provided by the initial reporter: material no: 305945 batch no: unknown. It was reported that while administering vaccine, some of the vaccine fluid leaked out of the area between the body of the syringe and where the safety glide attaches to the syringe. Concern description: while administering vaccine, some of the vaccine fluid leaked out of the area between the body of the syringe and where the safety glide attaches to the syringe. On 12/16: customer provided: "occurred during tb skin test administration."